Manufacturer narrative:
The device was returned for investigation. The device was visually inspected. The smiths label was intact, and the device had a scratched screen. The event log was not available. A functional test was performed, and the device passed. The reported failure was not replicated, and no fault was found. The downstream occlusion sensor will be replaced as a preventive measure. The root cause of the reported problem cannot be established. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device fails occlusion at 8.14psi during testing. No patient injury was reported.